Event description:
It was reported that during a lobectomy-wedge procedure, the dr indicated that, the staples didn't come out of instrument after the firing trigger was activated. New instrument was opened. After the case, a visual inspection of instrument was done. It appears that the staples remained in the cartridges. A verification of instrument was done. The jaw was closed and the instrument was fired with success. Staples were properly formed. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received void of staples. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have a proper b-formation. A batch record review was performed and no anomalies were found during the mfg process.